Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 500 mg/dl. A correction bolus was delivered to address bg. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Tandem technical support performed pump data log review and found that customer manually stopped insulin delivery. Reportedly, customer continued using pump for insulin therapy.